Event description:
A simplygo device was returned to a manufacturer's service center. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found battery with melted electrical terminals. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.